Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failed downstream occlusion testing . During the evaluation, the downstream pressure plate gap was out of specification. The device was calibrated to correct this condition.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing. It was also reported there was no patient injury.